Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right common femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 2.5mmx40mmx146cm coyote es balloon catheter was advanced for dilation. The balloon was initially inflated at 12 atmospheres. However, during the second inflation at 13 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.